Event description:
Vent cap fell off of the contrast tubing while changing the contrast bottle. This caused the contrast to shoot out all over the equipment and the nurse changing the contrast. The nurse then had to hold the bottle while the contrast filled into the syringe - this took some time which caused a delay during the procedure. Upon the completion of this report, I am hearing that this happens a lot. Our products person has been "in touch" with the company.